Event description:
Received info reporting a pt who will be scheduled for a lead revision because the lead pulled out 9 mm. The lead was secured with a stimloc when it was implanted on (B)(6) 2010, and post-operative MRI of the brain on (B)(6) 2010, shows leads in place. Ipg was implanted on (B)(6) 2010, and post operative skull x-ray shows migration of the left lead. Lead revision and or replacement surgery has yet to be scheduled. At this time, stimulation has not been turned on. Additional info has been requested and if received, a follow up report will be sent. Reference MFR report 3007566237201009869.

Manufacturer narrative:
(B)(4).